Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46228. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that pump showed error code 46228. Review of event history confirmed the alarm. Upon further inspection found chassis damaged under downstream occlusion (dso) seal not allowing new seal to adhere to chassis. Replaced chassis to resolve this issue. Unit completed all verification successfully. Updated software to current version.